Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was low. Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.